Event description:
There was an allegation of questionable sodium electrode results from the cobas 6000 c (501) module for 52 patients. Results were provided for two patients. Patient 1's initial result was 127 mmol/l. The repeat result on another c501 was 133 mmol/l. Patient 2's initial result was 133 mmol/l. The repeat result on another c501 was 144 mmol/l. The initial result was questioned by the doctor, and they requested that it be repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6). A field service engineer (fse) successfully performed baseline system checks, including pump pressure, cell blank, and ion-selective electrode (ise) checks. No discrepancies were found. The fse performed a 21-cup precision, calibration, and qc. All results within specifications with the exception of chloride (serum and urine) qc. The engineer replaced the chloride electrode. Green rack and calibration performed. The fse performed precision testing, and the results were validated. Calibration and qc were performed, and the results were validated. The investigation is ongoing.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. Upon further investigation, it was determined that patient 2's affected sample was not repeated. A new sample from (B)(6) 2026 had a result of 137 mmol/l. The investigation was unable to determine a direct root cause. The instrument performance was verified, and the issue appears to be resolved after the service actions were complete.